Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermitted right ventricular (rv) loss of capture dating back to (B)(6) 2021. Further testing to evaluate the mechanical integrity of the rv lead and true rv threshold was recommended by technical services (ts). Of note, the rv lead is a non-boston scientific df-1 lead implanted in 2008. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.